Event description:
It was reported that the patient with this electrode had received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator system. Review of the episode noted oversensing of sense b noise, which could be reproduced through product testing. The field suspected the electrode had fractured and was contributing to the delivery of inappropriate therapy. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual inspection noted the electrode was returned severed approximately 240 millimeters (mm) from the terminal end, only the proximal segment was returned. Continuity testing of the returned segment passed indicating the conductors are intact. An x-ray was performed, and no issues were noted. Laboratory analysis did not identify any characteristics of the returned segment of the electrode that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this electrode had received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator system. Review of the episode noted oversensing of noise, which could be reproduced through product testing. The field suspected the electrode had fractured and was contributing to the delivery of inappropriate therapy. At this time, the electrode remains in service and no adverse patient effects have been reported.

Event description:
It was reported that the patient with this electrode had received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator system. Review of the episode noted oversensing of sense b noise, which could be reproduced through product testing. The field suspected the electrode had fractured and was contributing to the delivery of inappropriate therapy. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. All evidence indicates the electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this electrode had received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator system. Review of the episode noted oversensing of sense b noise, which could be reproduced through product testing. The field suspected the electrode had fractured and was contributing to the delivery of inappropriate therapy. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and replaced. Additional information indicated the electrode was explanted and returned for analysis. No additional adverse patient effects were reported.